Event description:
The balloon ruptured outwards instead of up and down.

Manufacturer narrative:
Lot history record review: the reported lot number was reviewed for any abnormalities, which may have contributed to the complaint. Nothing was found that would have contributed to the reported complaint. Review of returned sample: the complaint sample was returned for eval and the following was observed: two balloon catheter were returned. One balloon had a large burst. This balloon had clotted biological debris in the distal tip of the balloon and the lumen. The other had a small pin hole in the balloon. No other defects were observed. There are no defects (kinks or drawn down sections) in the shaft of either balloon. Water was injected into the lumen without difficulty (indicating the lumens were not blocked). Conclusion: the complaint investigation has been confirmed during the visual inspection of the returned samples. Two samples were returned for evaluation. One sample had a small pin hole in the balloon and the other balloon a large burst. During the evaluation of the returned samples, nothing was found that would have contributed to the reported complaint. The lumens were injected with water without difficulty indicating they were not clogged, no defects were observed on the shafts. The exact cause of the complaint is unknown. It is possible the balloon rupture was caused due to over inflation. The catheter is labeled for 16 atm. A review of the mfg records for the reported lot indicated that all of the device specification and quality requirements were satisfied. This type of complaint will continue to be monitored for trends. No further action at this time. Frequency has increased, but the severity of this event is not greater than usual.